Manufacturer narrative:
Actual patient weight was (B)(6) lbs which would not fit in the field due to character limitations.

Event description:
A medtronic representative reported that, while in a cranial procedure, the synergy cranial software became unresponsive at the logo screen. The site had registered the patient at this point in the procedure. No further details were provided. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative, following-up at the site, reported the navigation system was unresponsive after registration and toward the end of the procedure. This did not cause an issue. - 01/07/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been returned to manufacturer for analysis.